Manufacturer narrative:
This investigation is ongoing. Should additional information become available, this investigation.......

Event description:
It was reported that when attempting to implant this left ventricular (lv) lead high thresholds and loss of capture was noted. A new lead was used. This lead will not be returned as they were disposed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation.

Event description:
It was reported that when attempting to implant this left ventricular (lv) lead high thresholds and loss of capture was noted. A new lead was used. This lead will not be returned as they were disposed. No adverse patient effects were reported.